Manufacturer narrative:
A visual inspection of the device shows it is bent to the right upper jaw is broken. The upper jaw was not returned for evaluation. The shaft is twisted. Without the return of the upper jaw we are unable to determine the root cause of the jaw breaking. A review of complaint file does not list any complaints for this failure mode and there were no issues reported during manufacture. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The jaw broke off when the surgeon was grasping. The surgeon retrieved the broken part with another grasper. No patient injury or other complications were reported.